Event description:
It was reported that boston scientific technical services (ts) was asked to consult about a recent shock received by the patient. Ts viewed that during an episode of ventricular tachycardia (vt) the patient received anti-tachycardia pacing which did not convert the vt, and then after a few diverted attempts received an appropriate shock. However, the shock did not totally convert the vt, but slowed it down to the point where the episode ended. They discussed bringing the patient in for defibrillation threshold testing, but decided to just monitor the patient. The device remains in service. No additional adverse patient effects were reported.